Event description:
It was reported that, during a meniscus repair surgery, when advancing the knot of four (4) fast fix flex, the thread suddenly broke; therefore, the implants had to be completely removed. Surgery was resumed, after a non-significant delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were not returned with the device. The actuator and deployment needle were in the t2 post deployment position. No physical damage visible to the device. A functional evaluation revealed the actuator and deployment needle function as intended. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. There was no relationship found between the device and the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture assembly found that a material certificate of analysis is required with each lot. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H2: additional information ¿b5, d4: lot number, expiration date, h4.

Event description:
It was reported that, during a meniscus repair surgery, when advancing the knot of the fast fix flex, the thread suddenly broke; therefore, the implants had to be completely removed using tweezers. Surgery was resumed, after a non-significant delay, with a back-up device. No further complications were reported.